Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the device leaks where the blue valve is located at the top of the device. Reportedly, when the leaking occurred the patient's pressure dropped. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed. The reported leak was confirmed due to the torn seal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. The investigation determined that the leak was due to the torn seal; however, a cause for the tear could not be determined. The reported hypotension appears to be due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.